Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient had the scs ipg replaced because the ipg was inoperable. Effective therapy was restored postoperatively.